Event description:
Additional information was received indicating that the pacemaker was explanted. No additional adverse patient effects were reported. Boston scientific received information that six months ago, this pacemaker showed two years remaining longevity. During the recent device check, the device showed less than six months remaining longevity. Boston scientific technical services (ts) discussed current bin boundaries. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months ago, this pacemaker showed two years remaining longevity. During the recent device check, the device showed less than six months remaining longevity. Boston scientific technical services (ts) discussed current bin boundaries. As of this time, the device remains in service. No adverse patient effects reported.